Event description:
It was reported that the detector was dropped from the table to the floor, causing image artifacts and tearing the skin of the skyplate. No injury was reported.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost r4.x indicating that the image has artifacts due to the detector drop. The device was in use and there was no harm to patient or user. The field service engineer (fse) confirmed that the detector was dropped from the table to the floor, causing image artifacts and tearing the skin of the detector. Customer has an additional detector to use as a spare. The affected detector is out of clinical use and remains with the customer. A quotation for the detector has been sent to the customer for replacement. Customer has not accepted the quotation as of now. Based on the information available and the testing conducted, the cause of the reported problem was detector dropped. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). Quotation provided for detector replacement but has not been accepted yet by customer. Customer using spare detector as of now. System returned to use.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00048 (4979565): contact office: changed from (B)(6). Date received by mfg: changed from "blank" to "06/22/2024". Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, foreign, health professional".